Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with needle breaks off during use. It detached from the hub and was trapped in the buttocks of his daughter. She went to the first aid post of unimed, where the doctor visualized the problem, thus, they went through the procedure of anesthesia and incision, but could not remove the needle. Then she tried another hospital, but they thought that was better not do any other procedure. She reports that she has already visited more than three doctors (including the doctor accompanying his daughter's treatment) and it was not possible to carry out the removal of the product.

Manufacturer narrative:
Investigation summary: customer returned (31) sealed 5mm, 31g pen needles in a shelf carton from lot # 4268280. Customer states that when removing the needle from the skin, it detached from the hub and was trapped in the buttocks of his daughter. All returned pen needles were examined and no bent or broken cannula was observed on any of the samples. No defects were observed on any of the samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 4268280. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd¿ pen needle there was an issue with needle breaks off during use. It detached from the hub and was trapped in the buttocks of his daughter. She went to the first aid post of unimed, where the doctor visualized the problem, thus, they went through the procedure of anesthesia and incision, but could not remove the needle. Then she tried another hospital, but they thought that was better not do any other procedure. She reports that she has already visited more than three doctors (including the doctor accompanying his daughter's treatment) and it was not possible to carry out the removal of the product.